Event description:
Md performing laparoscopy and cyst resection. Using harmonic scalpel. Two/thirds of the way through surgical procedure the coating on the harmonic scalpel tip melted. It was noted immediately and removed from the pt. Another scalpel was used without incident. No injury or adverse outcome to the pt.